Event description:
It was reported that a patient experienced a battery that had a full charge go a to 50% charge immediately after connecting it to the controller; the battery was removed from service and sent for analysis. There is no reported known consequence or impact to the patient. No additional information was provided.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Manufacturer narrative:
The vad remains implanted. The battery was received by the manufacturer for evaluation. (B)(4), manufacturing date: 2014-08: the returned battery passed external visual inspection but failed functional testing. During testing, the battery exhibited early depletion of cell pair #2 which caused the cell pair voltage to drop below the minimum voltage threshold. However, the complaint event details could not be replicated as the bench level. An internal investigation has been open to address this issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use states: when one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Battery received (B)(4) 2014.